Event description:
During follow-up, it was observed that the device had reached its elective replacement indicator (eri). Device replacement was anticipated to resolve the event. During an unrelated abdominal procedure, the patient passed away. The device could not be interrogated following the procedure. Premature battery depletion was suspected but there was no allegation that the device was related to the patient's death.

Manufacturer narrative:
The reported event of premature battery depletion and failure to interrogate was not confirmed. Analysis of the device image indicated average monthly voltage and current trends were normal. Analysis of the device image showed that device was set to auto-capture. When device is set to auto settings the pacing may change based on requirements of the patient and may cause change in estimated longevity. Further electrical and mechanical analysis did not find any anomaly and the device was at its elective replacement indicator (eri). A longevity assessment was performed, and the device exceeded the projected longevity.